Event description:
Procedure performed: unk. Event description: [name] hospital. This is a complaint from the market. Administrative no. (B)(4). Please refer to the complaint sheet for investigation. Report from the sales rep: when the product was opened and taken out, a 1 cm green part came off. The case was continued and completed with the same one. Initial investigation report; the event unit was returned to us and visually inspected. The introducer handle was bent . A part was returned. It was scratched and deformed. The unit will be returned to amr for further evaluation. Admin#: (B)(4). Products available for return: 1 introducer, 1 detached part. Additional information was received via email on 28oct2022 from [name], quality assurance engineer "it was reported that parts came off when the product was unpacked and taken out. We have not received any reports of it falling into the body." Intervention: the case was continued and completed with the same one. Patient status: no patient injury.

Manufacturer narrative:
The event unit was returned to applied medical for evaluation without the cord loop and bag assembly. Visual inspection confirmed the complainant¿s experience of a loose 1cm green part. The part was identified to be a pawl, an internal component of the event unit. Based on the condition of the returned unit and the description of the event, it is likely that the loose pawl was an extra component that was inadvertently introduced to the device during the assembly process. The probability and criticality of harm resulting from this failure have been evaluated and were found to be at an acceptable level. Based upon the initial description of the event, the event was not reportable as it is unlikely to cause or contribute to death or serious injury. However, based on the evaluation of the returned unit, applied medical determined that this event is reportable. This report represents the combined initial and follow-up report.